Event description:
In early august the fabius gs anesthesia machines received a three year preventative maintenance (pm) kit that was installed by the contracted vendor. It was discovered during rounds later that an anesthesia machine had some unidentified hardware laying in the bottom of the ventilator bellows chamber. We determined the hardware was the lower bellows cup retaining ring from the pm kit installed. All the machines were checked and two more machines were found to have the same condition. The vendor come out to repair.